Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, and self test. However, there was intermittent down and left arrow button response during testing. The trace and history files were successfully downloaded using thump. The pump was monitored, and no blank display or unexpected power/battery alerts were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals on 9/4/2025 there were four (4) stuck button alarms (06:46, 07:02, 22:19, 23:22) generated. No excessive or unusual power/battery-related alarms were noted in the history files. Removed the keypad overlay and button dome switches for a visual inspection and found corroded keypad traces. The pump was cut open for visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The complaint of blank display is not confirmed. The stuck button alarm complaint is confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unresponsive keypad, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.